Event description:
The patient reported charging problems between the implant and the external equipment. The physician decided to implant the patient with a new boston scientific spinal cord stimulator.